Event description:
Patient reported that since starting the aligner treatment their teeth are now worse, they have tmj and their dentist informed them that they were not a candidate for aligner treatment. At check-in patient marked true to marked true to inflammation, discomfort, not fitting, sensitivity, jaw discomfort, chipped, pain level 10. Requested additional information from patient, diagnostic findings from dentist, how tooth chipped and a bite video.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.